Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted

Event description:
The patient underwent transcatheter aortic valve replacement (tavr) for the native aortic position and a 23 mm sapien 3 valve was deployed with 2 ml less contrast solution than nominal volume (approach: unknown). Approximately 2 years after tavr, severe aortic stenosis (as) with heart failure developed. As a treatment, a valve in valve proceudre is planned (planned date unknown).

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the japanese tavi registry. Sections a2, b4, d4, g3, g6, h2 and h4 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation conclusions and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed there was calcification on the right coronary cusp (rcc) and non-coronary cusp (ncc) leaflet tips. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism and diabetes mellitus. As such, available information suggests patient factors (hemodialysis) likely contributed to the event as patient medical history of dialysis was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Reference related MFR. Report # 2015691-2024-04627.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was reviewed and revealed that calcification was observed on the right coronary cusp (rcc) and non-coronary cusp (ncc) leaflet tips. The complaint for post-implant calcification was confirmed based on the provided imagery. Due to the unavailability of the valve serial number, a DHR review was unable to be performed. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing technical summary documents the root cause analysis on valve calcification over time in a patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, the evaluation of reported complaints for valve-calcification and post-implantation calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, there is no evidence of a product non-conformance or device malfunction found in any of the valves returned for these complaints. As reported, "approximately 2 years after tavr, severe aortic stenosis (as) with heart failure developed. As a treatment, valve in valve is planned (planned date unknown)." In this case, due to the limited information provided, a definitive root cause could not be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional information received: per imagery review, calcification was observed on the rcc and ncc leaflet tips. In addition, there was a mild transvalvular leak and mild pvl with a vmax of 4.1m/s and mean peak gradient of 42mmhg. The patient underwent a successful valve in valve procedure with a 20mm sapien 3 ultra resilia valve. The patient was discharged on postoperative day 8.

Manufacturer narrative:
Example: a supplemental MDR is being submitted due to additional information received from the edwards lifesciences japanese affiliate. Sections b4, b5, g3, g6, h2, h6: investigation conclusions and h11 have been updated. Reference related MFR. Report # [tbd - send mw 48425 to FDA prior to this report].